Manufacturer narrative:
Section e1: reporter phone number as originally reported (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to an unknown etiology. There were no device issues at the time of the patient outcome. The outcome was not considered to have been device or therapy related. An autopsy was not performed and the pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number: (B)(6), and the patient¿s outcome could not be conclusively determined through this evaluation. The device was not explanted for evaluation. It was communicated that due to patient privacy laws, the managing hospital will not communicate any further patient outcome information. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU rev. B is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.